Manufacturer narrative:
Consumer said she would call back after doctor visit and no return phone call with permission to speak to the doctor (B)(6) given. We need to get the following information to complete the investigation and permission to get information from the doctor. Product code and lot #, any returned samples, copies of any test results.

Event description:
Phone call received (B)(6) 2011 about recall of lube jelly. She has been on antibiotics due to infections. She will be returning to the doctor this week.